Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band successfully deployed, but the next band would not fire even after an audible click. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: 49.4 kg (weight) block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results received one speedband superview super 7 for analysis. A visual examination of the returned complaint device noted the handle and the suture did not present any visual defects or abnormalities. It was possible to observe that there were no bands found on the ligator head, indicating the bands were successfully deployed. The ligator head teeth showed no visible damage. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: block a2

Manufacturer narrative:
(B)(6) (weight). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band successfully deployed, but the next band would not fire even after an audible click. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.